Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a qdot micro¿ catheter and the patient experienced cardiac tamponade that required pericardiocentesis. It was a cryo ablation procedure for the patient with atrial fibrillation (af). After the cryo ablation completion, while mapping for svc (superior vena cava) isolation, blood pressure was decreasing a little. During ablation after mapping, the blood pressure remained a little low, but there was no significant change. After the procedure completion, pericardial effusion was found by checking with the ultrasound. The patient was monitored with checking by the ultrasound, but the blood pressure was low and unchanged. Since the blood pressure would not increase, pericardiocentesis was performed. Pericardial effusion was drained 150ml. After that, the blood pressure increased to 100s, so the patient left the room. The timing of the pericardial effusion was unknown. It was also unknown when the pericardial effusion occurred; it might be during cryo ablation, svc mapping, or rf (radiofrequency) ablation. Patient has improved. Ablation was performed prior to noting the pericardial effusion. The event occurred during mapping or ablation phase. No error messages were observed on the biosense webster equipment during the procedure.

Manufacturer narrative:
E1 initial reporter phone: (B)(6). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31224405l and no internal action related to the complaint was found during the review.   This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).